Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 4

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar leakage events with four infusion sets where the tubing was leaking around adhesive area. The sets were used for less than 24 hours for all events. This led to high blood glucose levels therefore, patient took a correction bolus via pump. Also, patient replaced infusion set and resumed insulin deliveries successfully. No further information available.